Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic paraesophageal hernia repair, the top part of the stapler head broke off with the first unit outside the patient cavity and was easily retrieved. The second unit would not fire the reload. A third hernia stapler was opened and worked as intended. There was no patient injury.